Manufacturer narrative:
The insulin pump was received with no missing segments noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and scratched down arrow keypad overlay. No broken belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a display anomaly and a broken insulin pump. The patient's blood glucose of the time was unknown. The customer's mother stated that the screen is scratched and the light bulb button is down. The mother stated that the belt clip is broken. The mother stated that they cannot see the screen well. The customer stated that numbers on the screen are missing. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.